Event description:
Pt switched to "complete" solution by amo. She wears acuvue bifocals daily and changes to new lenses every 2 wks. Shortly after beginning use of "complete", pt developed irritated, red eyes with a green/yellow discharge - 1st right eye, then left eye. She came to see me to evaluate in 2007. Pt had a kerato-conjunctivitis ou, which was treated with zymar eye drops. Her right eye had resolved five days later. Left eye was resolved by the next five days with use of zymar. Pt will begin use of new cl's again & will no longer use "complete" solution. Follow-up is scheduled in 2 wks. Dose or amount: fill 2 oz container. Frequency: daily. Dates of use: four weeks later. Diagnosis for use: disinfect contact lenses.